Event description:
Related manufacturer reference number: 1627487-2019-13474; 3006705815-2019-04739; 3006705815-2019-04740. It was reported that the patient had their system explanted on (B)(6) 2019 due to an infection at the lead and anchor site.

Event description:
It was reported that the patient's infection had cleared.

Manufacturer narrative:
The entire system was explanted; however, no explanted products were returned for analysis. As a result, a device history record was performed to review and confirm the sterility of the lead(s) and anchor(s). Based on the documents reviewed, the source of the infection remains unknown.